Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, on visual inspection, it was noted that the defib conductor was distorted.

Event description:
It was reported during the implant procedure that the lead was damaged at implant and was not used. No patient complications have been reported as a result of this event.